Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received an occlusion alert on the infusion set and, during troubleshooting, discovered a visible kink in the tubing consistent with an obstruction of flow; the user uses a steel 6 mm contact detach set and replaced supplies, after which the issue resolved. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed deformation of the infusion set tubing resulting in obstruction of flow. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.